Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a 50% decrease in the remaining longevity, from 5 years to 2.5 years, in one year's time. Device data was submitted to technical services to determine if the battery was depleting prematurely. Technical services review confirmed no evidence of premature battery depletion, with a stable power consumption. It was noted that there was some high-rate atrial sensing, observed in the histograms, which does result in an increased power consumption. Technical services recommended normal follow ups. No adverse patient effects were reported. The device remains implanted and in service. At the next device follow up six months later, the remaining longevity had decreased again, by one year. Premature battery depletion was suspected. New data was submitted and engineering analysis found the power consumption was slowly increasing in a gradual fashion, confirming the device appeared to be depleting faster than expected. Technical services discussed the device would not reach elective replacement indicator (eri) within 90 days; the options were to replace the device within 90 days or to submit new data and reassess the state of depletion in 90 days. No adverse patient effects were reported. The device remains implanted and in service.